Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed no delivery and other error alarms prior to and during the call. The blood glucose reading was 229 mg/dl. The customer reported that the device's beep was low and that she had issues with the sensor being off; the interstitial fluid glucose reading had been 59 mg/dl compared to the blood glucose reading of 299 mg/dl. She treated with a bolus. Upon troubleshooting for the no delivery alarm, it was found that insulin did exit from the insulin pump, no leak was found during manual prime and all settings were correct. The customer did not experience any symptoms of high blood glucose. The call was dropped before troubleshooting could be completed, and the customer could not be reached at the callback. Nothing further reported.